Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. H6 : mechanical (g04) - femur. Complaint is not confirmed. Visual examination of the returned product identified found the shrink wrap removed and the implant box was opened. The inner cavity implant is a vanguard cr femur while the outer box corresponds to a vanguard ps femur. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a knee arthroplasty for a left knee, when the surgeon opened the outer packaging of the left femoral prosthesis, the inner packaging and implant were for a right femoral. The surgeon used another left femoral that was available. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2 foreign source: mexico. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.